Event description:
Information was received from a healthcare provider (hcp) regarding the patient. It was reported that the patient had not recharged their device in over 8 months; an overdischarge was alleged. The patient was redirected to their healthcare provider to recover their battery. On (B)(6) the patient called and stated they hadn¿t used therapy since (B)(6) 2016, and they needed an MRI (which was unrelated to their implant) so they were trying to get the implant to work so they could get the MRI. According to the patient they did the ¿overcharge¿ and it seemed to work and they charged it, but an hour later the implantable neurostimulator (ins) was completely dead. It was noted the patient met with a manufacturer¿s representative (rep) awhile to help them with charging, and they did the same process again of holding the buttons down and counting down to one hour. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.